Event description:
On (B)(6), 2013, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the procedure was completed w/o complications. However, three hrs after procedure the pt experienced thoracic pain and expired. The cause of death is unk. Further info was requested.

Manufacturer narrative:
The review of the mfg paperwork is being conducted.